Event description:
The lay user/patient contacted lifescan customer service in 2009, alleging that she developed low blood glucose symptoms after obtaining an inaccurate high meter reading from her onetouch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on april 22, 2009 to obtain/verify the following information. Three days prior to original date at 3:32pm, the patient obtained an unusual high meter reading on the subject meter. She obtained a "190mg/dl." Based on the result, she took an unknown dosage of novolog insulin. The patient claimed that in about 19 minutes, she started to feel low. She tested on her other onetouch ultra2 meter and got "129 mg/dl." She then ate food and had a drink. Within 5-10 minutes after the "129 mg/dl" test, she retested and got "55 mg/dl." At the time, the patient had the sweats and felt "cloudy and blurred". The patient administered self-treatment with more food and felt better. The patient did not receive any other forms of treatment. According to the troubleshooting performed with customer service, the control solution tests passed. This complaint is being reported because the patient allegedly became hypoglycemic after basing her insulin dosages on an alleged inaccurate high meter reading. The patient administered self-treatment with food/drink. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.